Event description:
It was reported that during a nephrectomy procedure, on the first firing with a white cartridge on the renal artery vein complex, two devices did not work properly. Per the surgeon, both devices did not sound or feel right when fired. Once fired, the staples were not formed correctly. There was bleeding that was controlled by using an ats35 device. The devices did return to the original position after firing. No patient impact reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Incomplete-interrupted cycle, damaged spring cartridge lockout tab the analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. In addition, two cartridges were received, reload (c) was received partially fired 1/3 and with the reload lock out spring normal, the reload (d) was received partially fired 1/4 and with the reload lock out spring normal. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The final quality release criteria were met before this batch was released for distribution.